Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after implanting this 25 mm aortic bioprosthetic valve, when attempting to wean the patient from cardiopulmonary bypass (cpb), the heart became hypokinetic and did not fibrillate. There was no dissection or obstruction of the coronary arteries observed. The surgeon indicated it was likely that the valve altered the shape of the aortic root changing the angulation of the coronary arteries. The surgeon elected to perform a coronary artery bypass graft (CABG), as it was felt that any other valve would have the same outcome. An angiogram was performed post CABG which confirmed adequate flow. No additional adverse patient effects were reported.